Manufacturer narrative:
All four readings were taken using two different drums from the same lot #.

Event description:
On (B)(6) 2018 customer allegedly received the following results, with two different compact plus meters, within 10 minutes: 87 mg/dl (system 1) and 206 mg/dl (system 2). On a different day, customer allegedly received the following results, with two different compact plus meters, within 10 minutes: 200 mg/dl (system 1) and 500 mg/dl (system 2). All four readings were taken using two different drums from the same lot #. No adverse event was reported. Return of the suspect device was requested for evaluation.